Event description:
One touch profile meter kept giving pt the" not enough blood" message. Pt's blood application technique was incorrect. Pt was applying a small, smeared blood sample on the test strip. During troubleshotting, the meter kept giving the not ok message. This issue was not resolved. There was no adverse event reported. No further clinical info was provided.